Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and later through medical records that a 25mm 11500a aortic valve was explanted after an implant duration of one (1) year and (1) month due to endocarditis. The patient presented with fevers, chills and fungemia. The explanted device was replaced with a 23mm 11500a aortic valve. The patient was transferred to ICU in stable condition. Per medical records, the patients blood cultures tested positive for candida and echo revealed severe as filled with vegetations and a large annular abscess c/b splenic infarction and multiple embolic strokes. Several teeth were noted to be extracted due to carries. Intraoperatively, valve was noted to be mostly dehisced along the left sinus and along the mitral valve. Upon explanting the valve, a large abscess extending the entire subannular plane was noted and the mitral valve was almost completely detached from the aorta. Upon thorough debridement, a large cavity between the lv and the aorta was repaired with a pericardial patch. A 23mm inspiris valve was seated in place with both coronary ostia easily visible. Patient was rewarmed and separated from cpb without difficulty and patient was transferred to the ICU in stable condition. Patient discharged on pod#23. Per pathology report, the prosthetic aortic valve leaflets had a moderate amount of tan-pink dusky soft friable tissue adhered to them. Diagnosis was infectious endocarditis with abundant yeast forms.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of one (1) year and (1) month due to unknown reason. The explanted device was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.